Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault. The autopulse platform was manufactured in 2004 and is 14 years old, well beyond the expected service life of five years. During visual inspection damage top cover, encoder cover and head restraint bracket were observed. The autopulse platform is a reusable device; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due system error displayed upon power up. In addition, load cell characterization test was performed and load cell module was found defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover, encoder cover and head restraint bracket were replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message "system error, out of service, revert to manual CPR". No patient was involved.